Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. No reported adverse impact to the customer¿s blood glucose.